Event description:
Pt self tester reports discrepancy with meter. All results were taken within 15 minutes of each other. Pt's target therapeutic range is 2.0-3.0. Pt is taking antibiotics.

Manufacturer narrative:
Investigation pending.